Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the septum of the pacemaker was damaged resulting the lead could not be tightened. The pacemaker was not used and replaced on (B)(6) 2026. The patient was in stable condition.